Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated she changed the battery and noticed the buttons were not responding. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump powered up properly after battery installation and no battery out limit alarm noted. The operating currents are within specification. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners and cracked battery tube threads.